Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited loss of capture due to high capture threshold and the helix was failed to extend. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.